Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Child came to see his audiologist today for a routine visit. He currently has 6 hi channels. One channel was hi previously, but 5 additional channels are hi today. An integrity test was scheduled. No injury, illness, etc. Per mom.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On a routine visit to his audiologist the number of channels affected by high impedance was found to have increased. Before this appointment the user's hearing performance with the device was, reportedly, good. However, hearing performance is hard to determine as the user is young and not a good reporter. There has been no injury or changes to health.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet. This is a final report.

Event description:
On a routine visit to his audiologist the number of channels affected by high impedance was found to have increased. Before this appointment the user's hearing performance with the device was, reportedly, good. No change in hearing with the device was reported but the child is quite small and not a good reported. His parent's reported that there has been no injury or changes to health. A follow-up integrity test was supposed to take place on the (B)(6) 2019 but the user did not show. A CT scan was also ordered. Information received a month later was that the user still had not shown up for any additional appointments.